Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Reportedly, the customer would use the cartridge for 4-5 days. Tandem technical support educated the customer this was off-label. Customer¿s blood glucose was approximately 300 mg/dl. Reportedly, the customer loaded a new cartridge successfully and declined further troubleshooting with tandem technical support.